Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 09/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responsive. There was no evidence of keypad contamination under the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.